Event description:
The patient was scheduled to be seen in their doctor's office for potential reprogramming. The date was unknown.

Event description:
It was reported the patient's device needed to be repositioned. It was noted. The patient had a lot of reprogramming done and it was found they were not "hooked up" properly the first time. It was noted, the patient thought there were some major problems. It was also noted, the patient thought something was wrong with the wiring. Patient had "a lot of trouble" with the implant and first implant was "wrong." Patient had their implant repositioned in 2009. Patient noted the health care provider told them it was "the patient's fault that it was hooked up incorrectly." It was noted, the stimulation should have been covering the pain in the patient's kidney area. It was also noted, the patient had numerous lithotripsy procedures done to break up the stones and has left nerve damage in the left kidney. Follow up reported, the patient did not have concerns with their device or therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4) implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had canceled his appointment for reprogramming. A week later, it was reported that the patient needed higher coverage three or four years prior to the report. The reporter stated that the patient indicated that the device was working fine now and was covering the area he needed.